Event description:
Revision surgery: this is the pt's second revision surgery. The pt fell and knocked the glenosphere off. The surgeon took out the head and washed it, and re-inserted it, adding a reverse shoulder prosthesis retaining screw.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms from a fall after seven months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number, one other for a screw that would not engage. This is the first complaint for this lot number. The root cause was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.